Event description:
Caller reported a minimum fill notification. The customer's blood glucose level at the time of the event was 12.8 mmol/l. The customer was instructed by technical support to reload the same cartridge, which resolved the issue. The caller successfully loaded a cartridge onto the pump and resumed insulin delivery.